Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER (emergency room) visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose, chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes, chapter 11 / page 119. Avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes, chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that when she went to bed at 10:30pm on (B)(6) 2018, she took a bolus to correct her blood glucose (bg) of 238mg/dl. She woke up at about 5:30am on (B)(6) 2018 and was at 380mg/dl. She did a bolus to correct that bg, went back to bed, and woke up at 8:30am at about 438mg/dl. The patient felt fine at this time. She bolused again, ran some errands, and came back home and that is when she got sick, around 10:00am. She called the clinic and was told to go to the emergency room (ER) which was an hour away. The patient was diagnosed with diabetes mellitus with ketoacidosis, without coma. Treatment included ivs, with an IV of tylenol. Saline and "novalog" were also administered. She was given claritin (10mg), which she normally takes at home, one tablet a day everyday. Blood work was performed, as well. She changed her pod afterwards to stay in treatment. The device was not available because the health care provider/workers removed it and threw it away.